Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain. It was reported that the patient stopped feeling the therapy. There were no related traumas or falls reported. The manufacturer representative took impedances at 3v and many were over 4,000 ohms. The manufacturer representative tried the pairs that were below 2000 ohms and then increased the voltage all the way up to 10v, but the patient could not feel anything. The event was reported to have occurred on (B)(6) 2016. Imaging was discussed to see if the lead had migrated. The patient followed-up with the health care professional (hcp) for imaging. The x-rays were performed on (B)(6) 2016. It was found that the leads had become disconnected from the battery. A revision was scheduled for (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.